Event description:
It was alleged that while a pt was in hospital, the amount of negative pressure used was too high and the foam dressing became imbedded in the wound. Surgical intervention was required to remove the foam. Dressing from the wound.

Manufacturer narrative:
The following attempts have been made to obtain add'l info from the facility in which the reported event occurred: 2008 - mgr, surgical services, 7/1/08 - initial reporter in biomedical dept, and 7/2/08, 7/3/08, 7/15/08 and 7/16/08 risk mgr. All attempts to contact the facility have been unsuccessful in obtaining any add'l info. A kci rep indicated on 7/2/08 that it was reported to him that a nurse was trying to remove the foam during a dressing change and could not, so the pt was taken to surgery. According to our records, the pt has a surgical, non-dehisced wound on her left hand. The pt has been receiving vac therapy at home since 6/27/08 upon discharge from facility. This report is being submitted since surgical intervention was alleged. Device was returned to kci quality engineering for eval. The device met specs. The device eval also indicated that the pressure during therapy was -125mmhg.